Manufacturer narrative:
Pump was received with blank display, problem isolated to lcd board. Unable to perform any tests due to blank display. Pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, missing end cap sticker and minor scratches on display window.

Event description:
It was reported of blank display and damage on the insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer reported a crack on the battery case. The customer received blank display after battery change. The product was returned for analysis.